Event description:
The lesion being treated during a pci procedure was a calcified, 99% stenotic lesion in a tortuous mid left anterior descending (lad) coronary artery. The pt2 light support guidewire crossed the lesion and the physician confirmed it was introduced into the distal end. The physician attempted to withdraw the catheter after pre-imaging, but was unsuccessful. He felt resistance between the pt2 light support guidewire and the catheter and withdrew them together as one unit. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.